Manufacturer narrative:
The technician found the brake block top adapter cracked and the brake casters worn. The technician replaced the brake block top adapter, the brake casters and the brake/steer caster and bearings to resolve the issue.

Event description:
The technician alleged that the brakes would set but not hold. No pt impact.